Event description:
It was reported by the patient that "one of my leads is fractured". The patient did not know which one. Both epicardial leads are still in use. No patient complications were reported as a result of this event. It was later reported that neither of the two epicardial leads had any issues and are both still in use. The defib epicardial patch was showing signs of early fracture with noise and oversensing. The defib epicardial patch was replaced (B)(6) 2009. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.